Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR report: 1627487-2016-02018 & 1627487-2016-02019. It was reported the patient complained he started experiencing increased back spasms with use of the stimulator approximately a year and a half after the implant. The patient stated he had not used his scs system in approximately two years. Subsequently, the patient's physician explanted the entire scs system.

Event description:
Device 1 of 3: reference MFR report: 1627487-2016-02018 & 1627487-2016-02019.